Event description:
It was reported that the non-boston scientific right atrial (ra) lead exhibited noise and elevated thresholds. Subsequently, the dual-chamber implantable cardioverter defibrillator (ICD) was replaced and a new ra lead was implanted. No additional adverse patient effects were reported.